Event description:
On the fouth firing, the sulu could not be articulated. Therefore, the sulu was withdrawn from the trocar, reloaded onto the instrument handle, and fired on the tissue. After the instrument was fired, the black return knob were retracted but the jaws did not open to release the tissue. Finally, another instrument was fired next to the instrument which was locked on the tissue to free it from the tissue and complete the case without further incident. Procedure: thoracic/pneumothorax. Pt status: no pt injury reported.